Event description:
It has been reported that in three (3) instances, the shunt did not drain properly. Two shunts, documented herein were tested prior to implant and neither functioned, so they were not used in contact with a patient. A third, device reported under 2648988-2007-00069 functioned properly when tested, however once implanted, it stopped working.

Manufacturer narrative:
To date the devices have not been received for evaluation. An investigation has been initiated based on the reported information.